Event description:
It was reported that during testing at the user facility, the fiber optic light cable was split and exposing wires. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing at the user facility, the fiber optic light cable was split and exposing wires. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
According to the instructions for use, the electrical output of the t4/t5 power pack is 6.0 volt and the electrical output for the flyte power pack is 7.2-7.4 volt, which would not be enough voltage to cause a serious injury due to shock. According to the ul 60601-1, this is well under the maximum voltage for a healthy individual to have accessibility to resulting in injury requiring medical intervention to prevent permanent impairment. The battery pack is not in the sterile field and is only handled by the user and therefore will not have contact with a patient.

Event description:
It was reported that during testing at the user facility, the fiber optic light cable was split and exposing wires. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device evaluation, it was confirmed that the reported bare wires were fiber optic wires, and not electrical wires. Fiber optic wires do not pose a safety risk.